Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place (B)(6) 2014. Asr hip resurfacing system - right. Reason(s) for revision: alval / soft tissue reaction. Update received: (B)(6) 2014 - revision was meant to take place on (B)(6) 2014, but has been postponed till further notice. Surgeon confirmation form received (B)(6) 2014. Hospital name amended, additional hospital and surgeon added. Additional revision reason added. Revision date received. Reason(s) for revision: alval / soft tissue reaction, pain.

Manufacturer narrative:
Asr revision due to take place (B)(6) 2014 asr hip resurfacing system - right reason(s) for revision: alval / soft tissue reaction update received: 25th march 2014 - revision was meant to take place on (B)(6) 2014, but has been postponed till further notice - please see attached document. Surgeon confirmation form received 7th april 2014. Hospital name amended, additional hospital and surgeon added. Additional revision reason added. Revision date received. Reason(s) for revision: alval / soft tissue reaction, pain update dec 1, 2017: email notification received. Updated complainant information. This complaint was updated on dec 1, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.